Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. Based on the information provided by the customer, the failure is assumed to have been caused by an oxyhydrogen explosion. Since operating a resectoscope generates hydrogen gas, the hf current must not be activated when the distal end of the resectoscope or electrode is in contact with gas or is in the immediate vicinity of it. The instructions for use and the associated system guide endoscopy contain corresponding safety precautions. Therefore, the event/incident was attributed to use error. The investigation also found signs of corrosion below the seal at the instrument's proximal end. These were caused by incorrect reprocessing and are thus also attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) procedure, the ceramic insulation at the distal end of the resection sheath broke apart and fragments fell into the patient. However, no fragments remained inside the patient since they were reportedly retrieved with the use of x-ray. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.